Event description:
The customer reports that "the generator is firing on its own". The biomed checked the unit and could not duplicate the failure, therefore placed the unit back in use. The o.r. Complained a second time that "the coag fired on its own". No injuries occurred.